Manufacturer narrative:
Excessive force was not used during delivery of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one nc euphora rx ptca balloon catheter to treat a lesion. The device was inspected with no issues noted. Negative prep was performed with no issues. It was reported that the catheter / delivery system deformed and kinked while the device was advancing into the vessel/across the lesion. The patient was reported to be alive with no injuries.